Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was implanted on (B)(6) 2015 and their device wasn¿t doing anything and wasn¿t working. After implant, there was a lot of improvement, but the patient started going to the bathroom more. This was due to a sudden change in therapy or symptoms on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the patient was able to connect and saw 0.5v on the programmer.